Event description:
During product evaluation by a baxter technician it was identified that a flogard infusion pump had a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. This is an ancillary event found during service. Visual inspection identified the damaged latch roller. The cause of the damage was undetermined. To address this issue the latch roller was replaced. Should additional relevant information become available a supplemental report will be submitted.